Event description:
As reported to davol by the user facility contact: on (B)(6) 2003: the surgeon stated that during a shoulder replacement case the simpulse solo irrigator that was used in the case had approx 10cc of fluid greenish in color leak from the bottom of the hand piece into the pt. This occurred directly after starting the device. The device was removed from the field and the fluid was suctioned out from the site and the region was irrigated with 3 liters of saline. The surgeon stated that the material was in the body for less than 3 mins. Another irrigator from another MFR was used to complete the case. The pt was put on antibiotics as a precaution, and was reported to be well postoperatively. The surgeon reported that he did not anticipate any adverse outcome, but would monitor the pt.

Manufacturer narrative:
The subject product has been rec'd and an eval has been performed. There was a combination of a brownish-red colored substance and dried blood on the handle. The battery holder was slightly ajar from the battery compartment. When removed, there were no batteries in the holder. There was also a brownish-red colored residue in the battery compartment and within the housing of the handle. After cleaning the device and inserting new batteries the device was functionally tested. The unit activated and generated normal power. Approx 1,600 ml of fluid was run through the system and no leakage was observed. The handle was opened and the internal components/connections were examined. All components and connections were intact with no leakage of fluid into the device. Based on our eval of the device, it would appear that fluid was introduced into the product's handle from an outside source prior to use. In f/u with the operating room director said stated that the operating room tech reported that the handle was set up for use on the back table and he was not aware of any fluid coming into contact with the handle. See scanned page. A mfg review was performed and no evidence of a mfg related cause for the reported event was performed and no evidence of a mfg related cause for the reported event was found. At this time a definitive root cause cannot be determined.